Event description:
Subsequent to the previously filed report, additional information was received: on transthoracic echocardiogram (tte) a 1x1.5mm oval shaped thrombus was observed on the device. It seemed to be hanging on by a stalk, it was presumed a piece may have broken off and embolized. Eliquis was administered to treat the thrombus. (B)(6) 2024 the thrombus resolved.

Manufacturer narrative:
An event thrombus, cognitive changes, transient ischemic attack, embolism, fatigue, and hospitalization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported thrombus, fatigue, cognitive changes, embolism, transient ischemic attack could not be conclusively determined. The reported unexpected medical intervention and hospitalization were results of case specific circumstance as the patient was hospitalized for monitoring and medication was administered to address the thrombus. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 health effect - clinical code: 2109, 4438 added.

Event description:
Crd_1056 site patient ID (B)(6). It was reported that on (B)(6) 2024, a 22mm amulet left atrial appendage occluder ( lot: 9008943) was implanted successfully utilizing a 14f amplatzer torqvue delivery system. Patient was reportedly compliant with post procedure anti-coagulant medication. On (B)(6) 2024, the patient returned for a follow-up examination due to confusion, slurred speech, and left sided weakness. On transthoracic echocardiogram (tte) a 1x1.5mm oval shaped thrombus was observed on the device. Eliquis was administered to treat the thrombus. Patient had no history of hematologic disorders or medications that could contribute to thrombus formation. Computerized tomagraphy (CT) imaging and magenetic resonance imaging (MRI) performed by neurology observed an old infarct on the left insula, but the patient has a history of two transient ischemic attacks and stroke. No new evidence of cerebral vascular accident (cva) was observed. Patient returned to baseline neurologic function but was evaluated for rehabilitation and will continue physical therapy. Follow-up will be performed in 4-6 weeks to confirm thrombus resolution.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.